Event description:
Report provided by the end user states that they have experienced the mass lifting after being in use for only a few hours. The pts subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events from (B)(4) 2010 through (B)(4) 2012. The data presented is from the complaint category, mass does not adhere/wear time, for all product applications. The report states that all data ranges were within the statistically calculated limits. Adhesive related complaint info will continue to be tracked and evaluated.